Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® tapered implant 4/3 x 11.5mm (item #bopt4311) was received for investigation. Visual inspection of the as returned product identified minor signs of wear due to usage and a heavy coating of residue but no signs of significant damage or deformation. Functional testing to recreate the reported events could not be performed due to the nature of the events. The product's dimensions were measured and found to be within the specifications in the product's engineering drawing. The reported device was located on an unknown tooth # and was used for approximately 3 years. Pictures or x-ray images were not provided to evaluate of periimplantitis. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri implantitis bone loss inflammation pain. The product was returned and the reported complaint could not be verified as x-rays or images were not provided to evaluate. A definitive root cause for this complaint could not be determined. The following sections have been updated: h10: additional narrative. The following sections have been corrected: d4: expiration date. H10: summary investigation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the patient developed peri implantitis 2 years after placement. The patient had inflammation and pain as a result of the event.